Event description:
Procedure: cardiac catheterization. Complaint is the result of clinical observation at heart center by clinical nurse specialist. Reportedly, nurse stated that there had been leakage at the hub of the innervasc product and the groin on several cases in the recent past. Unable to determine at this point what re-order number or lot number was used. No specific pt info available.